Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when release. During visual inspection the microcatheter was returned, a 0.0158 mandrel was advanced with no difficulties. The main coil was not found within the shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil was able to be advanced into microcatheter, but became stuck and detached inside microcatheter. A new coil and microcatheter were needed. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and there is no indication of a use error. The microcatheter was returned and a patency mandrel was successfully advanced through it. However the subject coil was not returned. While there are a number of potential causes for the reported event ¿coil jammed¿ and ¿main coil prematurely detached/seperated¿, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported during the procedure the subject coil had difficulty advancing inside the catheter shaft. It became stuck and prematurely detached. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure the subject coil had difficulty advancing inside the catheter shaft. It became stuck and prematurely detached. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.